Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a 100h lumenis console with laser settings of 0.2 joules, 50 hertz and 10 watts. According to the complainant, during the procedure, about half an inch from the tip of the laser fiber broke after two minutes of use. The procedure was completed with another flexiva (tm) ID laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.